Event description:
The event is reported as: the customer alleges that the reservoir bottle heats up during use and causes a leakage around the connection.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review was conducted including: review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows one non-conformance that has no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. No sample available from the customer to investigate at the time of this report. Teleflex will continue to monitor feedback from the customers on issues related to heated bottle that leaks during use on a breathing circuit that consists of mini concha reservoir, concha column, and a heater. The complaint is not confirmed. Root cause unknown.